Manufacturer narrative:
The field had no further information regarding this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had to go in for a second procedure as one of their leads was not working properly. At this time the patient¿s entire system remains in service. No additional adverse patient effects were reported.